Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmdg for investigation, it was found that the bt2 battery had failed, causing the auxiliary alarm failure. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was alarming error code 30. When the pump was returned to mmdg, the auxiliary alarm did not alarm as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The alarm failure was discovered at moog. (B)(4).